Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller said pt's spinal cord stimulator has not been functioning for 3-4 years. Tss reviewed MRI info and redirected to doctor to address device issue.